Event description:
It was reported the patient's blood glucose levels rose to 25 mmol/l (450 mg/dl). The pod was reportedly leaking while worn on the patient's arm for between 5 and 24 hours and the adhesive failed to adhere.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The needle tip pierced through the external portion of the soft cannula, causing a fluid leak. The timing and cause of the cannula tear could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.